Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6) 2017 16:46:09 pst ice batch user (batch_ice) (B)(4) complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6) taken by: erroul2 connection with reservoir compartment broken, ring is missing(B)(6). Batch - ng1121823h

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received missing reservoir tube o-ring, broken reservoir tube lip, minor scratches on case, pillowing keypad overlay, corroded battery tube and minor scratches on lcd window.